Manufacturer narrative:
A review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. The review of the device history record (DHR) for catalys system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued.

Manufacturer narrative:
Manufacturing year 2017. Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during treatment there was suction loss resulting in incomplete treatment. The capsulotomy was completed, 6 seconds of fragmentation complete, "arcuates" were not done. Difficult patient to dock due to small eye fissure, loose conjunctiva and prominent brow. Lid speculum was used. Surgery completed without issues. No extra procedures required.